Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer followed up with the customer and confirmed a failed cubie in drawer. Tested the entire drawer and completed the full drawer test without issues, but the customer could not recover the cubie because the unit was taken offline by someone. After speaking with customer and confirmed the unit accidentally disabled. Once re-enabled, the unit functioned properly, and medications were pulled by multiple users. The failed cubie tested fine, and no debris was found underneath. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.